Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer declined further troubleshooting so no other information was able to be obtained. There was no adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.